Manufacturer narrative:
One portex tube blue line ultra tracheostomy tube from p/n 100/870/070 with lot number reported unknown was received in used condition without its original packaging. The returned sample was visually inspected at 12" to 16" and normal conditions of illumination. No water was found in the retuned sample after review of the cuff and the pilot balloon. The cuff of the returned sample was inflated using a syringe and immersed in the water in order to detect any leakage. Burble was found coming out of the small tear in the cuff of the returned sample by the user. Relevant documents were reviewed and deemed adequate and correct with respect to testing and inspection activities. The reported issue was confirmed and no corrective action is required as there is no information to suggest that the product become damaged during manufacture since the product was 100% deflated during inspection. The cause of the issue was attributed to the user.

Event description:
Information was received indicating that immediately following placement of a smiths medical portex® blue line ultra® tracheostomy tube, "something abnormal occurred". The tube was immediately removed, and a hole was observed in the cuff. There were no reported adverse patient effects.